Event description:
The nurse states that an 89 yeaar old female, had a jejunal tube inserted through a percutaneous feeding tube. After about one week, the nurse noticed that the body of the tube had detached from the external adapter. The tubing was endoscopically retrieved from the pt's stomach without incident. The physician elected not to replace the jejunal tube.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.